Event description:
Bravo ph system calibrated prior to procedure. Bravo capsule (B)(4) failed to attach during egd procedure. New bravo ph capsule (B)(4) used without incident. Tech support called. Pt with reflux symptoms and cough.